Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a power issue (powers off during use). This complaint was classified based on the customer care advocate (ca) documentation. The power issue began on the morning of (B)(6) 2014. The patient was unable to base her diabetes management on the subject meter at the time of concern. Within a few hours of the onset of the power issue, the patient claimed she developed symptoms described as ¿sweating and anxious.¿ there was no report of any required hcp medical intervention. The power issue was not resolved with training. There was no product misuse. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had symptoms that can be suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.